Event description:
It was reported that after wearing the pod for 72 hours or longer the pod was removed and the needle was visible, indicating it did not retract back into the pod as intended. The infusion site was also bleeding when the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.